Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. Surgical revascularization of two branch vessels was performed, and then the gore® tag® device was implanted from zone 1. Immediately after surgery, the patient reportedly developed cerebral infarction with right-sided paralysis. It was reported that thrombus may have shifted through the left vertebral artery due to guidewire/catheter manipulation during the procedure. On (B)(6) 2021, rehabilitation reportedly confirmed improvement of paralysis. The patient will continue to be monitored.

Manufacturer narrative:
It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use states ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).¿